Event description:
It was reported that one day post implant the rv capture thresholds showed elevated values. The lead impedance also increased. A chest x-ray showed no issues. It is suspected that there maybe an exit block. The patient is scheduled for lead repositioning. The issue was temporarily resolved by increasing the ventricular output voltage.

Manufacturer narrative:
Na